Event description:
It was reported that a device was used during a fundoplicaiton. It was reported that the device emitted noises (no further information is available). Another device was used to complete the case. There was no consequence to the patient.